Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. The manufacturer¿s international service technician confirmed the reported led issue and air flow accuracy test failed. The manufacturer¿s international service technician replaced the power switch overlay to address the led illumination failure. The air flow sensor assay was also replaced. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The power switch overlay was not returned; therefore, the root cause of the reported issue could not be determined. Air flow sensor was returned and investigated. It was determined that the root cause failure was the fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power button light emitting diode (led) had illumination failure and air flow accuracy test failed. There was no patient involvement.